Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the physician had difficulty connecting the ventricular lead into the pulse generator header. After plugging the lead out and back into the device, it was able to be secured. The lead remained implanted.